Event description:
It was reported that approximately ten days post implant of the implantable pulse generator (ipg) system the patient developed an infection. Medication was administered and the ipg system was explanted. It was also reported that the pocket area is purulent due to infection and the patient is still hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.